Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturer representative clarifying that the hematoma was an epidural hematoma. The epidural hematoma was a post-surgical complication. The hematoma was resolved. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had a hematoma post-implant and the system was removed the following day. No further complications reported.